Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side "pain and discomfort; has flaccid breasts and ultrasound (us) showed a cyst. A new exam was performed later, and the cyst had disappeared." Later healthcare professional reported "asia syndrome" (no device related), "hair loss" (no device related) and "joint pain" (no device related) with patient´s representative reporting "deep anguish, insecurity and psychological suffering", "asia syndrome" (no device related), "hair loss" (no device related), "dry eyes" (no device related), "joint pain" (no device related), "breast pruritus" and "breast tightening". Patient representative later reported "capsular contracture baker grade IV, late seroma, radial folds, swelling and edema". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "breast discomfort/pain, itching sensation and visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast discomfort/pain, itching sensation and visibility/palpability.

Event description:
Patient reported right side "pain and discomfort; has flaccid breasts and ultrasound showed a cyst. A new exam was performed later, and the cyst had disappeared." Later healthcare professional reported "asia syndrome", "hair loss" and "joint pain" with patient´s representative reporting "deep anguish, insecurity and psychological suffering", "asia syndrome", "hair loss" , "dry eyes", "joint pain", "breast pruritus" and "breast tightening". The device remains implanted.